Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that as per a neurologist, the pump was empty in december without the critical alarm sounding. The date 2023-dec-01 is considered an approximate date of event (specific month and year known only). It was further reported that the patient had personal assistants around them 24/7, and no one had heard the alarm. The patient was in the hospital for another thing when this was notified. As per the clinician programmer, a service code 235 was displayed regarding a warning for risk of underdosing. The patient was fine all the time. They refilled the pump on (B)(6) 2024 and tested the alarms. It was indicated that everything was fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) and patient via a company representative (rep). It was reported that the patient felt abstinence symptoms (B)(6) 2023 and went into a coma on (B)(6) 2023 most probably due to baclofen abstinence symptoms. It was reported that the patient never got the appointment letter from the hospital to come for a refill and missed the date. The patient and the personal assistants did not hear any non-critical and critical alarm. It was reported that the rehab physician in charge did not hear any alarm beginning of january when they met the patient. Per the logs provided, a non-critical alarm was noted in the logs on 2023-dec-02. A critical alarm was then noted on 2023-dec-07. The cause of not hearing the alarm had not yet been determined and continued to be under investigation. It was reported that no telemetry mode normally activated as the patient did not perform any MRI the last months. The patient's age and software version of the app was provided. It was reported that the patient felt good now and the pump seemed to work well now. The alarm in the programmer was checked and it worked as well. The pump was refilled on 2024-jan-04. The set up of the alarms had stayed the same, no change after december.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported that the implant date of the pump was (B)(6) 2021. The patient lived with assistance 24/7 and no one had heard the alarm, so they missed that the pump was empty. It was noticed during the refill per the reps understanding. The rep did not have the log files, but would be meeting the patient and the hcp for a refill and could obtain the logs at that time. The initial reporter and pump serial number were provided.